Event description:
The complainant reported that the clinicians were preparing to perform a therapeutic implant of a stretch vl flexima ureteral stent with hydro plus coating in a patient, but upon removal of the device from the packaging, the stent was found to be bent. The clinicians then obtained another of the same device and successfully completed the patient procedure. The complainant indicated that there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.